Event description:
Additional information received reported the patient's initial follow-up surgery was because, the patient was getting only unilateral stimulation. The patient was not complaining of any system disturbances, only an inadequate stimulation pattern. It was also reported that the areas of stimulation the patient did feel provided only minimal relief on one side. The doctor decided to replace the original lead, in addition to adding another, in an attempt to improve the patient's paresthesia. Besides poor stimulation pattern, there were no other complaints from the patient. See manufacturing report # 3004209178-2012-02746.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted, explanted, product type: lead, product ID 3777-60, lot#, serial# (B)(4), implanted, explanted, product type: lead, product ID 3777-60, lot#, serial# (B)(4), implanted, explanted, product type: lead, product ID 3777-60, lot#, serial# (B)(4), implanted, explanted, product type: lead, product ID 37754, lot#, serial# (B)(4), implanted, explanted, product type: recharger, product ID 37744, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had two revisions this year and she believed that one of her leads was "bad". Additional information has been requested, but was not available as of the date of this report.